Event description:
Event description guidant received information that this pacemaker exhibited pauses in pacing and occasional r-wave measurements of 4mv. The patient had experienced a hollow feeling in the chest with this pacing inhibition. No other adverse patient effects were reported.